Event description:
It was reported that during a lap gastric sleeve procedure, the trocar had a leak of co2. Anther trocar was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.